Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had bubbling in the upstream portion of the intravenous (IV) tubing (between the solutions and pump at the point of the back check valve when it is bent over). It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.